Event description:
Event description cpi received information that this endotak down-size lead (0125) was removed from service due to a sensing issue. The physician elected to remove the patient's automatic implantable cardioverter defibrillator (ICD) at the same time. Another cpi (ICD) and lead were implanted.